Event description:
It was reported that the anchor was dis-assembled during use. Broken pieces were removed from the patient. Procedure was completed with a back-up device. No patient injury reported.

Manufacturer narrative:
Examination was not possible, since the device was not returned. Consequently, the investigation could not draw any conclusions about the reported event.

Manufacturer narrative:
One 4.5 footprint ultra pk suture anchor assembly was returned for evaluation. Visual assessment of the device showed the anchor remains attached to the inserter. The suture threader and stay suture are no longer assembled on the device and were not returned for examination. The anchors fins are compressed and there is human matter on the anchor. A few of the fins show damage and are missing pieces. Functional assessment confirmed the inner plug moved freely within the anchor body. The torque limiter also functioned as intended. This investigation could not identify any evidence of product contribution to the reported complaint.